Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect stopper color with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
Material no. 367871 batch no. Unknown it was reported that before use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes was found with a orange stopper. The following information was provided by the initial reporter: we recently received a sodium heparin tube with an orange stopper instead of the standard gray/black stopper.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 367871. Batch no. Unknown. It was reported that before use of the bd vacutainer® sodium heparinn (nh) 75 usp units blood collection tubes was found with a orange stopper. The following information was provided by the initial reporter: we recently received a sodium heparin tube with an orange stopper instead of the standard gray/black stopper.